Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14802. Related manufacturer reference number: 2017865-2020-14803. It was reported that signs of endocarditis were discovered in (B)(6) 2020. An echocardiogram showed a large vegetation on the patient's tricuspid valve as well as on the pacing leads. The pacemaker system was explanted and replaced with a competitive system due to the infection, and the patient was treated for a staph aureus infection. It was believed that the infection began with a cellulitis on the patient's back that subsequently developed vegetation on the pacing leads. The patient was in stable condition.